Manufacturer narrative:
Samples received: none. Analysis and results: the batches distributed to the customer from (B)(6) 2015 to mid-(B)(6) (occurrence date) are: 115304, 115382, 115473 and 115511. (B)(4) units of batch 115304, (B)(4) units of batch 115382, (B)(4) units of batch 115473 and (B)(4) units of batch 115511 were manufactured and distributed in the market. There are no units in stock of any of the possible batches. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: without samples a study can not be performed to see if the affected product does not fulfill the OEM requirements. Note is taken of this incidence and if any samples are received in the future, the case will be re-opened and analyzed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: france. It has been reported that there are five cases concerning detachment between the thread and the needle. There has been no individual case information obtained. If individual case details are provided in the future, this submission will be updated. The lot number was not provided, however, review of sales history for the reporting facility indicates lot numbers received are: 115304, 115382, 115473, 115511.